Event description:
Received info stating the customer received multiple messages requesting a minimum of 50 units during the load sequence because she did not load enough insulin into her cartridge. The issue impacted the customer's blood glucose level (331 mg/dl).

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.